Event description:
Additional information received reported the patient's infection has tracked to the pump. The patient's dosage was decreased in preparation for explant. The pump and catheter were explanted on (B)(6) 2015 due to the infection. The patient was doing well and was going home on (B)(6) 2015.

Event description:
It was reported that the patient had a wound infection at the spinal incision that appeared to be healing. The actions required as a result of the event included medical intervention, explained as aggressive antibiotic treatment. The infection was reported to be staph, but not (B)(6). Diagnostic testing or troubleshooting was performed, however the details were not specified. The patient¿s status at the time of report was alive ¿ no injury. The patient experienced drainage/incisional wound opening. The location of the issue or symptoms was the catheter track. The pump was used to infuse gablofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).